Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing while engaging in physical activity. Device data was sent to rhythmcare for review. Data review determined this patient received an inappropriate shock the previous year. This device was tested in clinic with provocative maneuvers with no noise able to be produced. The device was also noted to have exhibited low rt ratio. X-ray imaging is expected at a future date to determine further intervention. This device remains in service. No adverse patient effects were reported. No additional adverse patient effects were reported.